Event description:
It was reported that (1) device was used during a lung volume reduction procedure. It was reported by the affiliate that the tsb45 instrument had the anvil slip out after the third reload. There was no consequence to the pt.